Manufacturer narrative:
The pump had a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. They were unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test or verify the motor error alarm due to the compromised force sensor system alarm. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that he received a compromised force sensor system alarm when he was loading his pump with the reservoir during a set change. Customer's blood glucose was 85 mg/dl the last time he tested. Customer received the alarm at the beginning of the priming process. Customer also received motor errors frequently in the past but never called to troubleshoot the issue. Customer was advised that the pump will need to be replaced.